Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheal intubation packaging was opened and found that the airbag was leaking during cuff test. The tracheal intubation was immediately replaced. There was no patient harm.